Event description:
This report is 1 of 2 which is linked to mfg report number 3004608878-2021-00647: a facility reported that during use of the mayfield modified skull clamp (a1059), and after positioning and covering the patient (before doing the first cut), the head of the patient moved a little bit. The surgeon fastened the compression screw a little more and the patient was locked. The event lead to increased surgery time of 5 minutes with no patient injury.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis: the investigation of the returned device showed that the reported complaint was confirmed from the evaluation: the closure of the skull clamp is loose and needs to be readjusted and some wearing parts have to be replaced. Worn parts were repaired and replaced along with general cleaning and maintenance performed root cause: the definite root cause cannot be reliably determined, but it is likely caused by wear and tear/ improper handling. No further investigation required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
N/a.